Event description:
It was reported that the physician removed both of the patient¿s implantable neurostimulators (ins) as well as both lead components. An impedance test was performed and it was found that both of the inss were dead. It was noted as not normal battery depletion due to patient non-compliance as the patient had ¿just let it go¿. It was also reported that the tip of one of the leads frayed/broke when the physician removed it. The physician looked for the frayed tip piece, but could not find it so it was ¿perceived¿ that the tip was left in the patient¿s body. A new ins system was implanted in the patient and it was noted that they were receiving effective therapy. The patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent it was noted that the patient had bilateral ins systems present during the event. See manufacturer¿s report # 3004209178-2014-16686 for the concomitant ins system information.

Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377745, lot# v013215, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of neurostimulator model 37712 serial # (B)(4) showed no significant anomalies and had reduced battery capacity due to overdischarge. Analysis of lead model 377745 lot # v493924037 showed no significant anomalies. The outer insulation was broken at the distal end. Electrodes #0, 2, and 3 were not returned. Conductors #0, and 1 were intact with acceptable continuity along with electrode #7. Conductors #2, 3, 4, 5, and 6 were broken. The returned condition of this lead was suspected explant damage. Analysis of lead model 377745 lot # v013215 showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.